Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the root cause of the first episode of dislocations cannot be concluded. The length of time insitu with normal ware may have contributed to the issue. The stated poor gluteal musculature and the reported ¿traumatic event of a forward flexion and the popping of the device¿ may have contributed to the cause of the second episode dislocations. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported the first revision tka surgery was on (B)(6) 2018. Patient suffered dislocation of femoral head and retainer ring from acetabular shell and constrained liner construct. Primary surgery date unknown. Second revision (B)(6) 2020. No injury reported except need for revision.